Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 15.5 mg/dl and it repeated as 102.4 mg/dl. The repeat value was deemed correct. The glucose reagent lot number was 61397501, with an expiration date of 30-jun-2023.

Manufacturer narrative:
Quality controls were ok. There was no indication of a reagent performance issue. Upon review of the alarm trace, several abnormal aspiration and sample short alarms were observed. These are indicators of possible poor sample quality. The field service engineer determined that there was a hole in the vacuum bottle tubing. The tubing was replaced and re-connected to the vacuum bottle. Precision studies and quality controls passed. The investigation determined the service actions resolved the issue.